Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts have been made to retrieve the following additional information: what part broke (closing trigger, firing trigger, handle, cartridge, etc.)? Were all the broken pieces retrieved from the pelvic cavity? Did retrieval of the broken pieces alter the procedure in any way? Will the broken pieces be returned with the device? If no, were they discarded? Were there any patient consequences? If yes, please describe. To date, the additional information has not been received. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoidectomy procedure, when assembling the green contour reload after preparing the bowel for resection, the closure was being carried out and when shooting the reload, a loud sound was heard and the material "exploded into several parts into the pelvic cavity". When the stapler was opened, it was possible to visualize that it cut but did not staple (the staples were open) so the surgeons decided to use vicryl 2-0 sh sutures to close and end the surgery. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # n54x6p. Device analysis: the analysis results showed that one cr40g reload was received fully fired. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data=returned to manufacturer; event problem and evaluation codes. Device available for evaluation? No.